Manufacturer narrative:
Event site postal code: 540-0008 this event occurred on the japanese market with a transray 34cc iab, which is a significantly similar device to a sensation 34cc which is sold in the us. For d4: di number has been used for sensation 34cc (B)(4), which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and initiating therapy, the optical sensor pressure was not detected. A new iab was inserted to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).